Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated. The motor was defective due to high current draw. The motor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited lec 41622-1003. No reported adverse effects.